Event description:
The patient underwent prophylactic generator replacement. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently listed the incorrect implant date. B5 describe event or problem, corrected data: initial report inadvertently did not include the generator replacement information. D6b if explanted, give date, corrected data: initial report inadvertently did not include the explant date. H6 type of investigation, corrected data: initial report inadvertently did not include code ¿b18¿ for ¿device discarded¿

Event description:
The explanted generator was received and product analysis (pa) was completed. The reported ¿ambulation difficulties¿ are outside of the scope of the pa lab; however, proper generator function was verified. The generator output was monitored for >24 hours, and there was no variation in the delivered output from the generator. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.

Event description:
It was reported that the generator was available for return. The explanted generator hasn't been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was admitted to the hospital due to difficulty getting around. The patient's caregiver believes that the patient will improve if his vns is replaced. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.